Event description:
It was reported that during a supply change assisted by customer care, the ilet user inserted the infusion set from lot number 6007401 with the tubing caught underneath, consistent with an infusion set deployment/connection issue related to the infusion set and cartridge, after which the user performed a successful site change and insulin delivery resumed normally. There were no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alarms and shipment of replacement supplies with completion of troubleshooting and education. Investigation included review of the event details with user guidance and use instructions. Investigation of this case revealed user setup error leading to incorrect infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.